Manufacturer narrative:
The complaint device is not being returned, it was discarded by the customer and therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot conclude as to what may have caused the needle to break. It is possible that the user may have hit bone when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses and considerations, no other root or underlying cause can be discerned. At this point in time, no corrective action is required and no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our sales rep reported that the distal tip of an expressew iii needle broke off and fell into the patient during an arthroscopic shoulder procedure. The needle had been sticking while moving forward and broke after approximately four passes through tissue. The surgeon recovered and removed the piece of needle from the patient within two minutes, and completed the arthroscopic procedure using another like device with no harm or consequence to the patient. The complaint device was discarded by the customer.